Manufacturer narrative:
The customer was referred to a lc by customer service. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. It cannot be definitively concluded that the breastsheilds caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). "Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with history or mastitis". Riordoan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. Should additional information of the original product be received, resulting in new, changed, or corrected information, a follow up will be filed at that time.

Event description:
The customer reported to customer service the her soft fit standard breastsheilds that she was using with her freestyle breast pump were warped, and since she started using them has developed mastitis for which she is currently taking antibiotics.